Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic having received an alert for right atrial (ra) lead noise. Upon interrogation, the ra lead was found over-sensing the noise, leading to inappropriate automatic mode switch. Corrective programming changes were performed. No patient consequences were reported.